Event description:
A nurse reports that she wore and was exposed to latex gloves made by several different glove mfrs. She states that she has experienced the following symptoms; rashes, hives, wheezing, shortness of breath, edema and itchy and watery eyes. She states that she has been diagnosed as having a "type-1 latex allergy".